Event description:
It was reported via repair work order that the head and foot casters stems were broken causing difficulty with brake engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.